Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user advised black vinyl seat upholstery is ripped up to the third screw on left side.